Event description:
Pt admitted to hosp for observation and tests in 2009 with abdominal pain, fever and chills two weeks post endolumenal procedure to reduce dilated gastrojejunal anastomosis. Pt had elevated wbc, anemia, fever and CT showed left lobe liver hematoma. Pt received IV fluids, antibiotics, and analgesics and two units of blood. Pt discharged four days later, with normal blood work, no fever and no pain.

Manufacturer narrative:
Physician reports that surgical procedure performed 2 weeks prior to this event was successful and inspection of the operative site at the conclusion of that procedure showed no remarkable findings. Physician suspects that manipulation of gastric tissue with the grasper may have caused some incidental trauma to the liver and subsequent liver hematoma.